Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. A new software had been installed the prior day without difficulty. The patient has had a recent ultrasound therapy on his back.